Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of leakage with an infusion set that leaked on the site after being used for one day. There was no stress or pull reported on the infusion set tubing. The patient changed the infusion set. No further information available.

Manufacturer narrative:
Patient city: (B)(6). Patient country: united states.